Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the roller ball came apart and fell into the pt. The roller ball was retained inside the pt. The procedure was completed using another electrode. No pt injury was reported. Olympus followed up with the user facility to obtain additional info regarding the report but with no results.

Manufacturer narrative:
The roller ball electrode has not been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.